Event description:
Boston scientific received information that this right ventricular (rv) lead had impedances of greater than 2500 ohms. This patient was not dependent but paces 100%. The lead was retested and greater than 2500 ohms was noted in both bipolar and unipolar configurations. Thresholds were reported to be 0.7 at 0.5 and 6-7 r-waves. Previous impedances were 970 ohms approximately five months prior and noted about a 100 ohms increase weekly since on this lead. During a routine device change out procedure it was noted that the lead was not delivering pacing as expected. High pacing impedance measurements continued to be observed. The lead was successfully replaced while the pocket was open. No adverse patient effects were reported.

Manufacturer narrative:
This lead was surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.